Manufacturer narrative:
Technician found the bed in linen room. Left intermediated side rail was hanging all the way down, could not be raised to close. Replaced two arms and pins to resolve the issue.

Event description:
Siderail could not be raised to close properly. No injury reported. Tech - found bed in the clean linen room noticed pt left intermediate s/r was hanging all the way down to the floor. It could not be raised to close properly as the 2 arm holding the s/r split in half. Replaced 2 arms and the d-pin which goes through the s/r. Problem resolved. There was no patient impact or injuries associated with this repair.